Event description:
It was reported that during a biliary drainage procedure the suture broke off in the patient. Upon removal of the catheter from the patient, the suture of a flexima biliary reg 10f/35cm snapped off inside of the patient and was left inside. The site is unsure how much of the suture was left inside the patient as the suture "did not come out cleanly." It was reported that "bile was coming out." Therefore, the broken piece was "left alone." No further attempts are planned to retrieve the broken piece. The patient status is listed as fine with no complications reported.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).